Event description:
It was reported the pt developed an infection after replacement surgery. The signs and symptoms of the infection included redness, swelling, drainage, pain and pocket erosion. The primary source of the infection was the device pocket. Cultures obtained revealed staphylococcus. The pt was treated with IV antibiotics and total device system explantation. The infection resolved. Refer to MFR report 2182207200802641.